Event description:
It was reported that during patient use the ventilator started making a loud noise with gas leaking out of the bottom of the ventilator. The user reported that the ventilator continued ventilating the patient. Due to the leaking of gas, the user removed patient from ventilator and placed the patient on another ventilator. There was no harm to patient. In the service screen, it shows the o2 inlet pressure reading 21.8 psi.